Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5608062. Implanted port allegedly experience fluid leak. This report was received from a single source. This event did involve patient with no patient consequences. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
H10: for the reported event, a lot number was provided and lot history review was performed. The sample was returned for evaluation; the evaluation could not confirm a fluid leak. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Manufacturer narrative:
For the reported event, lot number was provided, and lot history review will be performed. The sample was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5608062. Implanted port allegedly experience fluid leak. This report was received from a single source. This event did involve patient with no patient consequences. Age, weight, and gender were not provided for the patient.